Manufacturer narrative:
The mobile view station (mvs) interface cable assembly was returned to the manufacturer for analysis. Analysis could not confirm the alleged report. The mvs interface cable passed all tests and was installed into an imaging system and started up as expected. Charging, communication, and imaging were successful.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the interface cable needed replacement. However, confirmation of replacement was not provided. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, a frame grabber error message was displayed on the mobile view station (mvs) of the imaging system. It was reported that the error was coming from cable assembly. The message appeared during system storage after the procedure. There was no patient present at the time of the issue.